Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient is "beginning to get concerned" about crt-d device due to still feeling "no energy". Patient also expressed concern about fluid retention. The device remains in use. No further patient complications have been reported as a result of this event.